Event description:
A biomed at one of the user facilities contacted carefusion tech support to report that the delta p would not display on one of their units. According to the biomed, he found water in the airway sense tubing inside the unit. This incident occurred during setup. There was no patient involvement.

Manufacturer narrative:
Per the description provided by the biomed, and the fact that there were no readings (visible) on the unit, carefusion tech support advised the biomed to replace the tubing and transducer. They also provided the biomed with hosp pricing for the replacements.